Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample (sample result = 0.128 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was not reported from the laboratory to a clinician as the sample was processed in duplicate and the correct result was reported (repeat sample result <0.012 ng/ml) for the affected patient. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample was obtained while using the vitros 5600 analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the root cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.